Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer cleaned the charging port and was able to charge the pump. There was no reported adverse impact to the customers blood glucose.